Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a power on reset due to a low battery voltage. Based on battery usage, the device met the expected longevity. The pacing lead impedance trend data indicated the lead impedance had decreased from historic levels, and it is believed the rv lead is damaged or there was an intermittent connection issue.

Event description:
It was reported that the patient presented to the clinic for an ablation. The patient received therapy. When the device was interrogated,the device presented in hw reset with bvvi pacing and no defib function. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun